Manufacturer narrative:
Technician replaced the air separator to resolve the reported issue. No defective products were returned for investigation. The device is back in service. No field service investigation was performed. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The user visually observed the saline bag refilling with dialysate during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode. Additionally, the biomedical engineer noted that the machine had low tmp in dialysis, as well fluctuating tmp. A patient was not connected to the machine at the time of the incident. Furthermore, the technician stated that the machine does not show air when he introduces air into the hydraulics, nor is the air released through valve 43. All alarms and the low tmp issue cleared when the valve 43 line to the drain was clamped. Follow-up was received which revealed that the air separator was replaced to resolve the issue. No parts are available for evaluation.